Event description:
The event is reported as: complaint alleges: the rubber bands are defective. They were breaking while the operating room staff was preparing to use them. There was no pt involvement.

Manufacturer narrative:
Device sample received, but investigation incomplete. Per device history report (DHR) investigation did not show issues related to this complaint.